Manufacturer narrative:
Related component of device system: model number/ catalog number: 72404156, batch/ lot number: 543082016, model/ catalog description: reservoir 100 ml pc/iz.

Event description:
It was reported that the patient experienced inflation issues with his inflatable penile prosthesis (ipp) due to a fluid leak. The specific location of the leak was not determine. All the components were removed and a new ipp was implanted. There were no patient adverse effects in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.